Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erroneous results for 12 patients. Customer reported that the erroneous results were reported out of the laboratory and were later amended. Customer reported that quality control (qc) passed before and after the event. Customer indicated that there was no change in patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the na electrodes, the flowcell, carbon bridge, the modular chemistry sample probe and wash collar. The fse verified performance.